Manufacturer narrative:
There was no signal to low or unexpected restart alarm noted. The insulin pump passed the self test and unexpected restart error test. The insulin pump also passed displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor, and excessive no delivery test. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and scratched case.

Event description:
Customer reported he was having issues with high blood glucose levels of 590 mg/dl. Customer's spouse stated customer had a really bad infection for four days and has been taking antibiotics for it. Customer stated he felt weak for the last day and a half. The drive support cap was reported as normal. No air or leaks noted. Manual prime was performed, insulin did exit. Customer was unsure if settings for basal or bolus were correct and was advised to speak to his doctor. Normal bolus was programmed and it did appear in the history. Customer didn't have tubing clamp to perform high pressure test. Customer mentioned the lcd screen was damaged which occurred while doing auto work. Unexpected restart alarm and external ram crc error alarms were noted in the alarm history. Troubleshooting was performed. Blood glucose was 400 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.